Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the provided image was performed. There does not appear to be any dislodged pins. The instrument¿s main tube is broken and the distal end is separated from the main tube.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the long bipolar grasper instrument was stuck inside of the trocar. The instrument jaws broke when customer tried to pull it out. The user completed the procedure using a different backup da vinci instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use. The instrument and cannula were removed together because the pin was sticking out and the wrist could not be straightened due to physical damage. The jaws would also not close. There was no increase in port size in order to remove the instrument and cannula together. There was no fragment fall into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The long bipolar grasper instrument was analyzed and found to have a broken main tube approximately 40.83mm from the distal tip. A piece measuring approximately 8.58mm x 12.76mm was not returned with the instrument. The grip and pitch cables and conductor wire adjacent to this broken main tube were damaged. Additional observations not reported by the site that are related to the primary failure were also identified: the instrument was found with a broken grip cable and broken distal pitch cable at the proximal clevis hole. The cables were fully broken. The instrument was also found with a broken conductor wire at the proximal clevis hole. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire showed damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.